Event description:
The patient reported that the pump was refilled at the implant hospital resulting in overdose. The patient reports that he was in a coma for 7 days and then suffered a "stroke" the day after discharge from the hospital. No confirmation of this event was obtained. If current hcp contact information is obtained, additional information will be requested. A follow-up report will be sent if additional information becomes available to us.